Manufacturer narrative:
One tapered screw vent implant package was returned for inspection. Visual inspection revealed that the product is not in the packaging. The seal of the vial is broken. Returned device was examined visually by the naked eye and through magnification. Probable causes could not be determined for this complaint as the circumstances of the event cannot be recreated. The vial was found with the seal broken, and it cannot be confirmed if these were the circumstances the packaging was received by the customer. The complaint is therefore non-verifiable with the information provided. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. Additional 510k codes: k101880. (B)(4).

Event description:
It was reported that the vial of the implant comes in was empty. The surgery was completed with another implant.